Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited shocking impedance measurements greater than 200 ohms. A low energy shock test was performed and a code was observed which indicates a shock was attempted into an open condition. The system remains in service. No adverse patient effects were reported.